Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing preventative maintenance for the device a philips field service engineer (fse) discovered the battery was exhausted. There was no reported patient involvement/adverse patient impact.